Event description:
Home patient (hp) reported shoulder pain, similar to excessive air, while using the homechoice cycler for automated peritoneal dialysis therapy. Follow-up with health care professional (hcp) reveals hcp was going through a "process of elimination" and replaced the homechoice cycler while trying to determine the root cause of hp's pain. According to hcp, hp continued to have pain while using the replacement homechoice cycler as well as during manual exchanges. Hcp reports she retrained hp on proper priming procedure and replaced the hp's transfer set, however, hp continued to have pain. Hcp states she does not attribute pain to homechoice cycler, but feels pain may be related to hp's catheter positioning. Hcp states hp no longer has pain and continues to use the homechoice cycler with no issues. According to hcp, there was no patient injury or medical intervention.